Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient had their ins replaced last week because it was not helping with their back and also because the patient wanted a MRI, compatible device. No further complications were reported. No additional patient symptoms were reported.